Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
Customer reported "due to faulty equipment, her son has developed rop. He is getting too much oxygen. She had to call the ambulance for her son..." Additional information received from the customer indicated that her son is currently doing well and is off the oxygen machine. The patient was discharged from (B)(6) hospital on (B)(6) 2015 and "already had rop before discharge". The patient was diagnosed with hemolytic disease of the newborn, requiring multiple blood transfusions, due to low hemoglobin levels. The patient was discharged home with "brown tape" sensors. When you asked your homecare agency for more sensors, you received "white tape" sensors. The masimo clinical support specialist explained that the "white tape" sensor is too small for your baby's weight. This could contribute to low spo2 readings if the sensor is too small and/or applied too tightly. The patients' mother was concerned that the o2 saturations were not reading higher than 91%, on 1liter of oxygen, causing her to call an ambulance. The patient was re-admitted to the hospital for 24 hours and then discharged home again. The patient is currently wearing the "inf" sensor and currently weighs (B)(6). This is the correct size sensor for the patients' current weight.